Event description:
It was reported that this patient presented to the emergency room (ER) feeling unspecified symptoms and thought his device was having issues. After reviewing the patient's latest episodes, nothing was discovered. However, a small drop in impedance and r-waves, and a high increase in the capture thresholds, were noticed. In addition, this implantable pulse generator (pacemaker) delivered inappropriate ventricular pacing due to undersensing of r-waves in an atrial fibrillation episode the patient had in a previous date. Apart from these issues, there was nothing that could correlate the patient's visit to the ER with pacemaker performance. It was recommended to reprogram this device to avoid future inappropriate ventricular pacing. Thus, it was indicated the patient was going to be admitted to the hospital. Attempts to obtain additional information were unsuccessful, no further details were known. This pacemaker remains in service and no adverse patient effects were reported.